Manufacturer narrative:
See attached for supplier evaluation.

Event description:
It was reported on 03/28/2022 by a facility representative via sems that an ar-6480 pump is not reading pressure. This occurred during a case with no patient harm.